Event description:
Note: this report pertains to the second of 2 events that occurred during the same procedure. Refer to manufacturer report #6000048-2008-0001 for a description of the first event. A second ultratome xl device was opened. According to the complainant, the "cutting wire [became, discolored and charred" during the sphincterotomy; a third ultratome device was used to complete the procedure. At the conclusion of the procedure, the pt's condition was reported as "ok."

Manufacturer narrative:
A visual examination of the returned device revealed that the cutting wire was discolored and charred but not broken (see figure 1,page 3), and that the extrusion was split distal to the exposed cutting wire. The burnt cutting wire indicated that excessive electrical current flowed through the device. A functional evaluation confirmed that the device was unable to complete a 90 degree bow. The cause of the excessive electrical current is unk, although possible causes include: improper tome positioning, allowing the cutting wire to contact the endoscope, resulting in a short circuit, and excessive power applied to the cutting wire due to improper generator settings. The cause of the inability for the tome to complete a 90 degree bow is undetermined. A review of the device history record for the pertinent lot revealed no anomalies. A search of the complaint database revealed no additional complaints reported for this lot. The november 2007 15-month ultratome xl sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.